Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps arced, creating a small burn mark on the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing originated from the distal end of the instrument while grasping and cauterizing. A monopolar curved scissors instrument was in use at the same time. The generator used was the davinci integrated generator. The cord was plugged directly into the robots bi-polar/monopolar plugs. The settings were cut 30 and coag 30. The instrument was used around 5-6 minutes when the arcing event occurred. The tips were in contact with tissue when the arcing event occurred. There was no injury to the patient, and the patient has not returned to the hospital due to event. The surgeon said it just happened. The instrument was inspected before use, and nothing was out of the ordinary. The instrument was connected properly. The tips did not collide with any other instrument or tool during the procedure; the tips did not touch any staples, clips or sutures while energized, and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No photographic images of the device(s) or a video recording of the procedure is available for isi review. Some patient demographic information was provided. Isi did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity tests. There were no logs available to indicate that a monopolar instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.